Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with button error alarm and unresponsive buttons due to moisture damage on keypad traces. No moisture damage noted on electronic assembly. No scrolling numbers display anomaly noted. Unit was received with cracked reservoir tube, battery tube threads, scratched display window and missing end cap sticker.

Event description:
It was reported that the buttons do not work. The insulin pump is laying against the skin; customer has been sweating. The time display does not change. Numbers ramping up and down. Customer changed the battery and the insulin pump started to work. The customer tried to deliver a bolus, the act button does not work. The insulin pump will be replaced. Nothing further reported.